Manufacturer narrative:
Device evaluation: analysis of the returned device identified delamination on valve. Leak test and microscopic analysis was performed which identified: delamination (<75% partial separation) and crease fold. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.

Event description:
Device has been explanted.